Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00030. All future reports will be submitted under mfg report num reflected in this report. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed one other complaint against this lot. A check of confirmed complaints for this event, showed no complaints. The sample was not returned, therefore; testing could not be performed. Based upon the information obtained the reported event cannot be determined conclusively. The root cause of the reported event cannot be determined. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that a patient was enrolled in the study for the treatment of vision occlusion of the eye for more than 10 days. The patient underwent posterior vitrectomy (left eye) by laser photocoagulation of retinal detachment repairs, vitreous cavity gas injection, the retina repairs with vitreous gas-liquid exchange technique, cryosephesis of the retina, above mentioned methods are used in left eye surgery, using photocoagulation combined frozen surgical method for the treatment of retinal degeneration. During the operation, air was injected into the vitreous cavity, and intravitreal octafluoropropane gas was injected to replace the air in the eye. The operation went smoothly. In the post-operative examination, retinal detachment was noted. The patient underwent ventilation the left eye in a lateral decubitus position for retinal detachment. The patient was prescribed with post-operative ophthalmic medications and the symptoms are recovering.

Manufacturer narrative:
Additional information is provided in section b.5. The previous supplementary report was filed under incorrect mfg report num 1610287-2022-00030. All future reports will be submitted under mfg report num reflected in section g.8 of this report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating that all the patient's symptoms have been resolved.